Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving clonidine, bupivacaine, and morphine all of an unknown concentration and dose via an implantable infusion pump for radiculopathy and spinal pain. It was reported that on (B)(6) 2017 the patient went to the emergency room and admitted because the patient was going into withdrawal. When they aspirated the pump there was still a lot of medication in the pump. They decided to fill the pump with saline. The patient was put on a morphine IV and was in the hospital for 3 days. The patient had more issues after that. The patient stated that a manufacturer's representative (rep) came in to the room and talked with the patient. The patient was put in a clonidine patch because there was clonidine in the pump. Blood pressure went up 156/95. Since withdrawal the patient has had insomnia. The patient was put on a regimen of oral drugs and it was not good. The patient woke up on (B)(6) 2017 with a cold. No further complications were expected or anticipated.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.